Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The customer said the rear wheel has cracked on this wheel chair at the spot where the bearing goes in.